Event description:
Caller reported a malfunction on pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if any issues reoccurred.